Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded by the hospital.

Event description:
As reported: "the drill broke when it was used at gamma3 distal screw hole. The tip of the drill was remained to the patient."

Event description:
As reported: "the drill broke when it was used at gamma3 distal screw hole. The tip of the drill was remained to the patient."

Manufacturer narrative:
Please note correction to section b1. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.